Event description:
It was reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of incident was 27 mmol/l. It was unknown whether customer was using auto mode at the time of incident. Customer stated that the batteries were lasting for one day and received replace battery alarm. Troubleshooting was not performed for high blood glucose event. The customer will continue the use of device. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.